Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels 29 mg/dl while wearing the pod longer than 48 hours. The patient was diagnosed with covid and a uti (urinary tract infection). The patient was monitored at the hospital then prescribed sulfamethoxazole (tmp ds tablet take 1 tablet twice a day po for 7 days) the patient was released the following day. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.